Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access administration set leaked during infusion while being used with a pump. When the leaking set was removed, it was broken and the slide clamp remained inside the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.